Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported when she boluse around 8-9 units of insulin, after 4-5 units, insulin was leaking out of the puncture site; blood glucose level elevated up to 250 mg/dl. No adverse event reported. Requested return of the alleged infusion set for evaluation.